Manufacturer narrative:
The completed analysis indicated that one opened sample of part number 8225101 from lot number 0212709715 was received; the reported failure suggests that the probe cable was defecting and that the device functioned intermittently. Visually, there were no damages or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform/event tone over 200uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint; therefore manufacturing and supplier issues have been ruled out as likely causes. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the probe was defective during the procedure. There was no patient impact or injury reported.

Manufacturer narrative:
Device was not returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the probe was defective during the procedure. There was no patient impact or injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.